Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead exhibited high impedance and no sensing. The patient was in permanent atrial fibrillation, so the lead was capped and not replaced. No patient complications have been reported as a result of this event.